Event description:
It was reported that the patient with this inflatable penile prothesis (ipp) stated he was dissatisfied with his device, which was implanted five years ago. Since then, the patient has been able to pump the device and achieve an erection but has been unable to reach orgasm. Also, the patient noted that he lost significant length and girth in his penis. Currently, the patient reported they can inflate the device but it is barely rigid enough for penetration. Then it loses fluid; following this, penetration is no longer possible. The patient was seen in clinic but was not satisfied with the physician answers. There was no additional information provided.